Manufacturer narrative:
(B)(4). Damaged universal seal assembly. Evaluation summary: the analysis results found that the b12lt instrument a was rec'd with the obturator inserted through the sleeve; therefore the seal assembly was noted to be deformed. No leak test was performed due to the returned condition. No conclusion could be reached as to what might have caused the reported event. Additionally, the lens was noted to be cracked. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Only the sleeve for the b2lt instrument b was rec'd. The seal assembly was found to be deformed. The instrument was functionally tested for leaks and it failed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided.

Event description:
It was reported that the device was used during a total laparoscopic hysterectomy. The devices were used and during use there was air leaking from the seals. Another device was used to complete the case. There was no consequence to the pt.